Event description:
It was reported that during a laparoscopic appendectomy, the first two firings using blue cartridges the device would not fire properly. A second device was opened and the case was completed with no patient consequences. This is all the information available at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please explain what is meant by, ¿the device would not fire properly?¿ the device fired, but staples went everywhere and didn't cinch tissue. Blue loads 45 . Tissue kept bleeding. I tried again with another load, but same thing. Gt a new stapler which fixed the problem. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed, a defect was found during the manufacturing of this batch but was not related to the event description.